Event description:
During preventative maintenance of the device, the user reported that the occlusion knob was jammed. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.